Manufacturer narrative:
The device was explanted and will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise of an unknown cause and a low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms. The patient's rv lead is a competitor's product. Additional information was obtained indicating that the cause of low oor pli was not determined. There were no other clinical observations associated with this event and that it did not result in greater than 2 seconds of asystole for the patient. The system was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was inspected and carefully examined. This device was subjected to and passed automated electrical testing which confirmed proper operation of the pacing and sensing functions of the device, as well as a lead impedance test. In conclusion, the device met specifications.